Manufacturer narrative:
Visual examination of the returned confirmed the blister lid was breached. There was evidence that the pack had been completely sealed at one point and a stress mark was noted on the blister going into the area of the popped seal. Based on visual examination it appears that the product sustained damage sometime after manufacture. A review of the device history record for the product code and lot number revealed that there were no discrepancies during manufacture and there was no evidence of any manufacturing related issue which would cause or contribute to the reported event. The damage that occurred to the blister lid is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions "if package is damaged or open, do not use product."

Event description:
Information as reported to davol: it was reported that a simpulse solo irrigator packaging had a breach in the sterile barrier. The damage was noted when unpacking the product from the shipping box and there was no pt involvement. Due to the reported sterility breach, this MDR is being submitted.